Event description:
It was reported that an additional stent was used during the procedure. The 70-90% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery and lower extremity. After pre-dilation, the lesion was reduced to 40-70% stenosis and was noted to be mildly tortuous with mild to moderate calcification. A 7x150, 130 cm eluvia drug-eluting stent was selected for treatment via contralateral approach. During deployment, the thumbwheel was used until the white arrow was visible, and the force required to turn the thumbwheel was normal. The white arrow was observed prior to using the pull grip. However, when approximately 30 mm of the stent had been deployed, it was noted that the middle shaft did not retract to proximal stent markers. Additional manipulation of the delivery system was required to fully deploy the stent, including rotation of the handle, thumbwheel and pull grip. The stent was eventually implanted, but it became stretched and elongated at approximately 15 to150cm. The delivery system was removed over the wire, and the procedure was completed by placing additional stent to line the elongated portion. There were no patient complications as a result of this event.

Event description:
It was reported that an additional stent was used during the procedure. The 70-90% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery and lower extremity. After pre-dilation, the lesion was reduced to 40-70% stenosis and was noted to be mildly tortuous with mild to moderate calcification. A 7x150, 130 cm eluvia drug-eluting stent was selected for treatment via contralateral approach. During deployment, the thumbwheel was used until the white arrow was visible, and the force required to turn the thumbwheel was normal. The white arrow was observed prior to using the pull grip. However, when approximately 30 mm of the stent had been deployed, it was noted that the middle shaft did not retract to proximal stent markers. Additional manipulation of the delivery system was required to fully deploy the stent, including rotation of the handle, thumbwheel and pull grip. The stent was eventually implanted, but it became stretched and elongated at approximately 15 to150cm. The delivery system was removed over the wire, and the procedure was completed by placing additional stent to line the elongated portion. There were no patient complications as a result of this event. It was further reported that the correct length of stent elongation was approximately 10-15 cm, and two additional stents were placed as a result of this event: 7x120 eluvia drug-eluting stents.